Event description:
It was reported that the patient experienced a hematoma and bleeding from the implant site. The device pocket was revised and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.